Manufacturer narrative:
A1 - patient identifier was updated. D3 was updated. D4 - model # should be blank. E1 - initial reporter establishment name was updated. H3 and h6 were updated. One sample was returned for evaluation. Review of the lot history showed no nonconformities that could have contributed to the reported complaint. Visual inspection of the device revealed no damage or irregularities. Functional testing confirmed that the administration set performed within the specified delivery accuracy rate under nominal conditions. The reported complaint of overinfusion could not be confirmed or replicated, and no root cause was identified.

Event description:
It was reported that there was over delivery of medication. Per reporter, the rate had been set to administer the medication over 46 hours, but the entire volume had been infused within 43 hours. The pump settings and the compounded drug volume had been double-checked, and everything had been correct on their end. The pump had not alarmed. The continuous infusion rate had been 3 ml/hr, with a total reservoir volume of 138 ml, all of which had been given. The status of the air detector and upstream sensor had not been changed. The infusion length had been programmed for 46 hours, but the pump had delivered it over 43 hours. The lock level had not been changed. A closed system transfer device (cstd) from spiros had been used to fill the cassette, and the pump had been used to prime the extension tubing. The sku numbers for the items used during the infusion had been admin set: 21-7047-24 lot unknown (possible lots 4448927, 4387687, 4453463, 6026886) and cassette: 21-7308-24 lot unknown (possible lots 6022069, 4381266, 6005556, 6012367). The event occurred while in use with a patient at the patient's home. The operator of the device was a health professional. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). D4 lot #: possible lots: 6022069, 4381266, 6005556, 6012367. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.